Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient fell on an oak table in (B)(6) of 2016. The patient reported that since the fall, the stimulator has not been helping their back pain. The patient mentioned their healthcare provider (hcp) wanted to implant another system for the patient¿s lower back pain. The patient was directed to discuss the current system with their hcp at their next appointment on (B)(6) 2017. No further complications were reported.